Event description:
During a stent placement procedure for treatment, the stent suture broke. The ultraflex stent went too deep in the esophagus after deployment. The doctor gripped the thread with forceps to pull the stent. The thread tore. The stent could not be moved. It was reported that there were no pt injuries and no additional surgical intervention was required.